Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0n5dg, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor patient reported that they had a bad fall while getting into their car in a storm and pulled the lead apart from the ins and it went up their waist and it quit working. X-ray were performed but results were not available at the time of this report. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient¿s device was checked and both impedance and battery life were normal. It was noted that the amplitude was at 0.0 and was turned up to 2.8 on program 3 to resolve the device not working and pulled leads. No further complications were reported or were expected.